Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a couple days ago they were lying on their back and felt a shocking sensation like when they put two electrical cords together and it scared the heck out of them. Patient stated they did not know if it blew itself out. Agent asked patient if they felt the shocking sensation again since that day and patient stated no, just that one time that was enough. Patient confirmed they did experience improvement on their symptoms the first couple days after the surgery. Patient mentioned they were not used to it yet and they were afraid to connect to do anything with it again because they did not want to get shocked again. The patient was redirected to their healthcare provider to further address the issue.